Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was a break in the tubing that led to fluid loss. A new aus was implanted with no additional patient complications.